Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a missing sensor wire on (B)(6) 2014. Patient stated that they experienced a failed sensor and removed the sensor pod. Patient claimed that upon removal of the sensor pod, the sensor wire was not present. Patient did not see the sensor wire protruding from the insertion site. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).